Event description:
Patient reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, wear abrasion, curved opening. Observed, void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified, a curved striated opening on anterior side assessed, as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening assessed, as surgical damage.

Manufacturer narrative:
Information contained in this report was previously reported via asr on 28/oct/2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.